Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material may have remained in air/water nozzle since reprocessing could not be completed due to leakage at distal end. However, the specific root cause could not be determined at this time. The event can be detected/prevented by handling the device in accordance with the following instructions for use: "instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event." "Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The foreign material may have remained in the channel during reprocessing, and this may have possibly result in the reported defect. There were few additional findings. The distal end cover was cracked. The light guide cover lens had a crack and charge coupled device (ccd) cover lens had a scratch. The adhesive of the bending section cover was chipped and shortened. The connecting tube protector had a scratch and was shaved. The grip unit had a scratch. The paint of the air/water cylinder nut and suction cylinder nut was peeled off. The switch key top one (1) had a pinhole. The scope connector plug unit was cracked. The device exhibited reduced angulation in all directions and play was out of normal state. Due to clogging of nozzle, air supply volume, water removal ability and water function does not meet the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, there was no air flow from the air/water flow system of the gastrointestinal videoscope. The issue was found during reprocessing. The previous procedure was completed without any complications. The customer followed the reprocessing steps as per the instructions for use (IFU). The device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no procedure involvement and no patient involvement.